Event description:
It was reported that during a coronary stenting treatment procedure, a dissection occurred. The 90% stenosed lesion was located in a proximal right coronary artery. A 2.75x24mm liberte' bare metal stent was advanced to the lesion but could not cross although timi 3 flow was noted. It was unknown when during the procedure the dissection occurred or what the cause of the dissection was. Additional information has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.